Event description:
It was reported that a user experienced high glucose after a larger-than-usual meal while using the ilet with an inset for the first time, with no fingerstick confirmation and no device alarms, and tubing and infusion site checks performed without issues. Symptoms included thirst without other complaints. Outcomes included no injury and no medical intervention or hospitalization. Investigation included user-guided troubleshooting of the infusion set and tubing. Investigation of this case revealed no device or component malfunction and no site or tubing occlusion, with hyperglycemia plausibly related to meal size and new-user status. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.